Event description:
It was reported that: manta deployed as per IFU. Small trickle of blood at left cfa site. As per physician, post-deployment dsa image demonstrated manta lock to be higher than femoral head., however, placed as expected. Physician also stated that he thought puncture was lower than this on initial access. Also noted blushing proximal to manta radiopaque lock on dsa image. Pressure to cfa site applied. Then, surgical consult requested. Ir stated that there was an a-v fistula present at left cfa. Covered stent was placed as he said puncture was high so less chance for fracturing stent and limiting patient mobility. They opted for stent due to high puncture and risk of rpb. 8fr 10mmx5cm stent applied and post-balloon with "10x4" 75cm. Interventional cardiologist and cardiac surgeon stated that they do not believe manta was involved in this issue. The mds stated that they believe the procedural sheath could be the cause of the a-v fistula as patient voiced left hip pain during time of e-sheath insertion.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were obtained by vsi/teleflex indicating the radiopaque lock positioned high above the femoral head. A potential dissection proximal to the access. A covered stent was placed over the access and radiopaque lock. The device lot history record review for lot number mn2301532 manta 18f indicated during lot release of manta lot (mn2301532) two devices exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 81-year-old male patient (94kg, 178cm, bmi - 29.7kg/m2) presented in the or for a tavr procedure. The arteriotomy had mild medial and lateral calcification, and mild tortuosity, with a depth measurement of 8cm + 1cm. After completion of the tavr, heparin, and protamine were administered, and the 18f manta was deployed for closure in the left common femoral artery (cfa). Following deployment, minimal bleeding was present at the access. A post-angiogram indicated blushing proximal to the manta lock, and the lock appeared to be positioned higher than the femoral head. High-access sites are listed as contraindications to the manta device due to the possibility of not achieving an optimal seal and causing more difficulty in controlling bleeding. The pressure was applied to the site and the vascular surgeon was called in for a consult. The surgeon mentioned an arterio-venous fistula was present at the access and the physician and surgeon both agreed placement of a covered stent due to the higher placement of the access site, potential risk of an rp bleed, and less chance for fracturing the stent and limiting patients' mobility. The surgeon proceeded with the placement of a covered stent followed by post-balloon inflations. The physician mentioned he believes the expandable procedural sheath could possibly be the cause of the arterial-venous fistula due to the patient experiencing left hip pain during the time of the sheath insertion and believes manta was not involved in this issue. Therefore, the root cause of the ex tended hemostasis requiring a covered stent is likely user error due to the high-positioned access and complications experienced during the initial procedural sheath insertion and is not manta-related. The manta instructions for use post warning not to use manta if there is marked tortuosity of the femoral or iliac artery. The risk of hemostasis failure, arterio-venous fistula, and access bleeding are recorded as adverse events in the IFU and other access site complications leading to late arterial bleeding, possibly requiring endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterio-venous fistula, late arterial bleeding, and oozing from the puncture site. Additionally, the IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: manta deployed as per IFU. Small trickle of blood at left cfa site. As per physician, post-deployment dsa image demonstrated manta lock to be higher than femoral head., however, placed as expected. Physician also stated that he thought puncture was lower than this on initial access. Also noted blushing proximal to manta radiopaque lock on dsa image. Pressure to cfa site applied. Then, surgical consult requested. Ir stated that there was an a-v fistula present at left cfa. Covered stent was placed as he said puncture was high so less chance for fracturing stent and limiting patient mobility. They opted for stent due to high puncture and risk of rpb. 8fr 10mmx5cm stent applied and post-balloon with "10x4" 75cm. Interventional cardiologist and cardiac surgeon stated that they do not believe manta was involved in this issue. The mds stated that they believe the procedural sheath could be the cause of the a-v fistula as patient voiced left hip pain during time of e-sheath insertion.